Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed cartridge to address the issue. Reportedly the customer was using cold insulin. It was also reported that intermittent cartridge change errors occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 220 mg/dl.